Event description:
A note that arrived attached to the pump stated "250cc bag begining at 9am at 10cc/hr rate. Empty at 18:45, should have lasted 25 hours". Although attempts were made to obtain additional information from the reporting facility, details were not available regarding patient status, medical intervention, patient injury, age of patient, or medication involved.